Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor motor passed motor test. No prime alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during a bolus attempt, as well as compromised force sensor system. The customer's most recent blood glucose was over 140 mg/dl. The customer's mother did not observe any significant events leading to the alarms. The caller stated that the customer's puberty hormones caused his blood glucose to fluctuate. She noted that she had to load the reservoir several times to get the tubing to fill. She stated that the insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The caller stated that the insulin pump had neither been dropped nor bumped prior to the compromised force sensor system alarm. She reported that the drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.